Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that there was a volume discrepancy. The expected volume was 2.7ml but the actual volume was 15ml. It was reported that actions were planned but not taken, including a rotor study and possible pump replacement. The pump system was delivering morphine and prialt. Patient had less than 50% therapy relief. Patient¿s status at the time of report was ¿alive-no injury.¿